Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separated and stayed inside shield while using bd insulin syringes with bd ultra-fine¿ needle. No patient impact was reported. The following information was provided by the initial reporter: the needle hub separated and stayed inside of the shield. Lot #: 1242736, catalog #: 328468, date of event: unknown, samples: available- sending mail kit.

Event description:
It was reported that the needle hub separated and stayed inside shield while using bd insulin syringes with bd ultra-fine¿ needle. No patient impact was reported. The following information was provided by the initial reporter: the needle hub separated and stayed inside of the shield. Lot #: 1242736, catalog #: 328468, date of event: unknown, samples: available - sending mail kit.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2022. H.6. Investigation: customer returned a single 0.5ml syringe with no pouch for identification. The first syringe had its needle shield and hub separate from the barrel. The hub has become lodged inside the shield. There is no damage to either the connector at the distal tip of the barrel or its respective needle hub. No signs of use and no other defects found. A review of the device history record was completed for batch# 1242736. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. CAPA#1630423 was initiated.